Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's pump "burned out" and needed replacement when the patient was living in (B)(6) about 2 years prior to the date of the event. The patient's pump had been alarming for almost a year and the patient did not have an hcp to check the pump. The patient noted that they had other medical issues and had a shunt in their head. No symptoms were reported. No further complications were reported.